Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial sn (B)(6) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. A handpiece test was performed on the customer device. The device was not able to successfully complete the test. The results were prematurely outputted. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most probable cause of the reported problem is motor-related failure. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H6: investigation findings and investigation conclusions.

Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial sn (B)(6) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. A handpiece test was performed on the customer device. The device was not able to successfully complete the test. The results were prematurely outputted. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most probable cause of the reported problem is motor-related failure. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during navio preventative maintenance, the navio handpiece failed the diagnostic test. There was no patient involvement. No other complications were reported. The investigation found that the most probable cause of the reported problem is motor-related failure, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece, part number pfsr110137, serial (B)(4) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. A handpiece test was performed on the customer device. The device was not able to successfully complete the test. The results were prematurely outputted. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most probable cause of the reported problem is motor-related failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.